Manufacturer narrative:
(B)(4). Investigation summary; no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient suffered from a hip fracture in (B)(6) 2017 and got her hip replaced with a (B)(4) implant in (B)(6). Subsequently, after a month, she got her hip slipped and also got infection in her blood for 4 times. The doctor reduced the implant and for the 5th time the family members decided to remove the implant since the pain was intolerable to them because of the age factor and now she is totally on bed.